Manufacturer narrative:
Per received email, this MDR has been identified as a duplicate of a previously submitted complaint with manufacturer repot # 2243072-2019-00258, and patient identifier (B)(6).

Event description:
It was reported that the pen ii organon puregon® pen second gen was unable to deliver medication during use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the pen ii organon puregon® pen second gen was unable to deliver medication during use.